Manufacturer narrative:
The complaint is not confirmed. The unit ran for over 3 hours and passed all testing. No problem found.

Event description:
On (B)(6) 2021 it was reported by hospital/surgery center that ar-6480 dw arthroscopy fluid management dev kept turning on and off, flickering screen. Ts swapped power cables and power outlets, issues still persisted. This was discovered during a procedure. No patient affected.